Event description:
It was reported that the stem was too small.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. Additional info was requested by the MFR. If it becomes available, it will be submitted in a supplemental report.